Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the cartridge and the anvil disengaged. The surgeon applied another device to complete the procedure. The hospital has reproted no pt injury occurred.